Event description:
Patient was shocked by guidant vitality ds dr ICD t125 ten -10- times in less than then -10-minutes in 2007 at 3:00 p.m. Ambulance arrived and determined that pt needed to be transported to hosp. At the ER, the guidant tech informed pt that the defibrillator failed to correct arrhythmia and then, "with the grace of god" the pt's heart corrected itself. Dates of use: 2004. Diagnosis or reason for use: atrial fibrillation. Event reappeared after reintroduction: no.